Manufacturer narrative:
Other relevant device(s) are: product ID: asm0113-03, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a cranial procedure for parkinson's disease. It was reported that the robot was no longer working as designed. The robot was excessively torqued when locking onto bridge adaptor when the hcp grabbed the arm and pulled downward to try and lock the robot on, while sliding the locking mechanism below in the upward direction. The result was a snap and misposition of the robot arm. The robot maintained current integrity when resending to the right side for the burr hole. When sent to left side to check, the robot failed and also failed send to home. Robot was taken out of drape and set for 27 point test to verify if an actuator was broken and immediately an lvdt7 error arose. Family was consulted and abortion of case was decided. The plan was to get a new robot and retry case with a new robot the following week. There were no additional complications reported or anticipated as a result of the event.

Manufacturer narrative:
Evaluation of the returned rbt device indicated there was a damaged cable and a torn jacket. If information is provided in the future, a supplemental report will be issued.